Event description:
It was reported that during a da vinci si mitral valve repair procedure, as soon as the instrument was set into the instrument drape and locked on, the pa pushed the instrument into the cannula, we noticed the cable were broken. It looked fine before insertion into the instrument arm and cannula. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument cable was broken. One grip close cable was broken at the distal idler pulley. The idler pulley spun freely but had damage on the surface. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. Engineering concluded the damage was most likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.